Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple power source alerts despite using multiple wall adapters. The customer's blood glucose level was reportedly within range. The customer continued to use the pump for insulin therapy.